Event description:
It was reported that during a routine follow-up ventricular pacing resulted in atrial contractions and the ventricular channel showed an atrial signal. Dislodgement was confirmed. The lead was explanted and replaced. There were no complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.